Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws of the device were difficult to open. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after 2-3 activations the jaws would not open more than 1/3 of the normal jaw opening distance. There had been no staples or clips in the procedure, the device at the time was used to ligate and divide the dorsal vein complex. There was a small amount of eschar on the device but not more than usual not enough to have required cleaning. A similar device was used to complete the case. There was no patient injury.